Manufacturer narrative:
The customer indicated that a sample with rouleaux reacted negative on the provue and positive in manual gel test. Labeling cautions the user the rouleaux may be caused by serum or plasma with abnormally high concentrations of protein or from patients who have received plasma expanders of high molecular weight can cause red blood cells to give a false positive result. Although the issue appears to be sample related, there was no additional data available to support that the sample was rouleaux and not a true positive reaction. The testing performed was part of a beta trial/experimental testing on the instrument. Service was not obtained. The incidents were documented for tracking and trending purposes only testing was not intended for patient testing and/or patient release testing. Erroneous test results were not reported. (B) (4)

Event description:
The customer reported a discrepancy with a sample tested on the ortho provue analyzer and manual gel testing. The customer indicated that a sample with rouleaux did not react with cell #2 of 0.8% selectogen lot vs244 when tested on the provue. The sample reacted positive (1+) in manual gel test. Patient testing was not taking place; provue beta trial was being performed the time of the incident. Incident occurred on (B) (6) 2009. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.